Event description:
Correction to g3 of the initial medwatch. The aware date should be 20-apr-2021.

Event description:
It is reported after a bronchoscopy procedure (for the indication of: a right lung mass), using an evis exera ii ultrasonic bronchofibervideoscope, the bronchoalveolar lavage (bal) wash obtained at the end of the procedure tested positive for fungal growth: exophiala cancerae/exophiala salmonis (and other microorganisms). Sequence of events as follows: (B)(6) 2020-bronchoscopy procedure, bal obtained. Date not provided: respiratory culture results: light growth streptococcus, alpha hemolytic light growth staphylococcus, coagulase negative, light growth diptheroides light growth neisseria species fungal culture: exophiala cancerae/exophiala salmonis.(B)(6) 2020-seen by pulmonologist for follow-up after bronchoscopy: no complaints. (B)(6) 2020-seen by pulmonologist: biopsy suggestive of squamous cell carcinoma, liver mass present. (B)(6) 2020-seen by primary care physician: finished chemo, no concerns. (B)(6) 2021-seen by pulmonologist: follow-up on lung cancer: patient at baseline. The patient received no antifungal treatment during the course of these events. The patient's current condition is reported to be back to baseline. Case with patient identifier (B)(6) reports patient 1/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 2/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 3/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 4/11 with bal testing positive for exophiala lecanii-corni and not treated.case with patient identifier (B)(6) reports patient 5/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 6/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 7/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 8/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 9/11 with bal testing positive for exophiala lecanii-corni and not treated.case with patient identifier (B)(6) reports patient 10/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 11/11 with bal testing positive for exophiala lecanii-corni and not treated.